Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported by a basic evaluation patient that they went to the emergency room (ER) due to being unable to void. The patient also mentioned pain and that they didn¿t believe the device was working. There were no further complications reported/anticipated.